Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 434 mg/dl. Customer treated high blood glucose level with bolus after they changed infusion set. Customer stated they put a quick-set and it did not work due to high blood glucose level. Insulin did not exit the tubing. Customer declined troubleshooting. The insulin pump will not be returned for analysis.